Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the fiber modem was not operating properly. To resolve the issue, the technician replaced the fiber modem. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the touchscreen to their harmony iq integration system went blank. The procedure was completed successfully following a short delay. No report of injury.